Manufacturer narrative:
(B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4). This report was submitted on 10/26/2015, prior to the due date. However, due to issues with the FDA gateway, the report was not received by the FDA. Under the direction of the FDA, this is being resubmitted.

Event description:
It was reported that during an unknown procedure the device burst. Additional information has been requested but not received.